Event description:
Healthcare professional reported a left side rupture confirmed via MRI and pain. Healthcare professional later reported "altered morphology", "slight amount of peri-capsular fluid", "siliconoma", and "small 6 mm cyst" - not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma-late, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "slight amount of peri-capsular fluid", "siliconoma", rupture. Cont e1 phone number- (B)(6).